Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, after which the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to contact support again if the malfunction reappeared, and they acknowledged this instruction.